Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided.

Event description:
It was reported that an implant at tooth site #32 was removed due to external connection damage. Pain was reported as a consequence. Procedure was completed.